Event description:
It was reported that during an erbd (endoscopic retrograde biliary drainage) procedure there was difficulty in deploying the flexima biliary stent. The target lesion was located in the bile duct. The physician attempted to pull back the inner catheter to release the stent; however, the inner catheter only stretched and the stent did not release. The physician used force to release the stent and it was implanted. There were no pt complications and the pt was reported to be fine.